Manufacturer narrative:
The clinic who performed the treatment on the patient for this event could not be identified. No data logs or tip were returned for evaluation. It is unknown if the patient was treated with thermage cpt or thermage flx. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No solta serial number was provided for this event. According to both thermage flx and cpt user manuals, burns, blisters, scabbing, discomfort, and hyperpigmentation are known possible reactions to treatment. The procedure produces heating in the upper layers of the skin and may cause burns with subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is necessary at this time.

Event description:
A patient reported that they had received thermage treatment to their face at a user facility and experienced blister like formations, darkened skin, and scabbed skin, following the procedure. The patient stated they had undergone an unknown cosmetic treatment a day prior to receiving thermage treatment. No anesthesia was given to the patient prior to the procedure, and they reported feeling significant pain. The patient said the energy settings were adjusted during the procedure. One day post procedure, the patient reported they had observed a small red pigmented area the size of a fingertip on the face. That evening the discoloration had darkened. Two days post procedure, the patient observed the affected area exhibited increased pigmentation, scab formation, and blister-like lesions. The patient said they contacted the clinic and was told this was a normal reaction and suggested there could be association with the cooling agent that was used in the clinic. The patient provided information for the clinic that performed the thermage treatment. Solta medical followed up with the clinic and confirmed no treatment of this patient occurred at their facility. Details of the clinic that performed the treatment and the type of thermage, could not be obtained.